Event description:
It was reported that during general surgery; the stapler did not work. A new stapler was opened and successfully fired. Surgery was completed successfully with a delay of five minutes. There was no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent 8/21/2024. D4 batch #c9d91l. B3: only event year known: 2024. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received fully fired. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number c9d91l, and no non-conformances were identified. Additional information was requested, and the following was obtained: please expand on "the stapler did not work"? Please explain in detail what was the issue with the device. Was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Answer: staples were deployed, but jaws would not open despite using home button technique. Manual override was needed. No patient consequences. New stapler was opened. The device did cut, no specific detail were shared about the appearance of the cut line.